Event description:
Reportedly, the pump froze after it was set to infuse. The lcd screen went blank and the rate and volume to be delivered displayed on the led display did not decrease. There was no sound. The pump locked up and did not respond to any commands. The run led lights continued. When the door was opened, there was no movement of fluid or piston. When the door was closed, there was no change. There was no pt injury.

Manufacturer narrative:
Device eval results: the reported incident was reproduced. During our eval, the infusion stopped, the lcd display disappeared and the run leds remained on, as the customer described. However, the pump did produce an audible alarm. The investigation concluded that there was a cold solder joint on an ic (integrated circuit) chip (u118 pin 24) on the main board. This pin controls the address line between the main processor and the lcd. The cold solder was producing an intermittent issue. The ic chip was resoldered. This is the first incident of this type reported to b. Braun. B. Braun completed an eval of the pump per procedure for complaint returns. The pump was repaired and returned to the customer. B. Braun attempted to obtain pt details, but they were not provided by the user facility. There was no pt injury.